Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had communication error e226 during an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the flex video scope had communication error e226 during an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) occurs due to a failure in the imaging part. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause is : as the actual product has not been sent to us, we are unable to identify the root cause, but we suspect that the problem may have been caused by stress during use, external factors or handling, damage to the video connector (such as a broken wire), or a fault in the mounted components on the circuit board. Olympus will continue to monitor field performance for this device.